Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump is stuck in the rewind complete or bolus delivery loop. Customer's blood glucose was 523 mg/dl, treated with manual injections. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap is protruded and she did not press it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.